Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube') in an adult female patient who had essure (batch no. 626626,626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included total knee replacement. Concomitant products included hydrochlorothiazide;losartan potassium (losartan hct) since 2008 and potassium since 2008 for blood pressure high. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced abdominal pain ("abdominal area pain") and back pain ("lower back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormally heavy bleeding"), abdominal pain lower ("cramping") and anaemia ("anemia"). The patient was treated with surgery ((hysterectomy/bilateral salpingo-oophorectomy)). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain lower, abdominal pain and back pain outcome was unknown and the anaemia was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: received treatment for menorrhagia, anemia, cramping, fallopian tube perforation right tube was 8lented with the essure system. Left tube had a malfunction of the system not releasing the spring so a second unit was utilized to stent the tube without difficulty diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: result: bilateral tubal blockage. Lot number:626626 manufacture date:2008/02 expiration date:2010/01. Lot number:626684 manufacture date:2008/03 expiration date:2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of left fallopian tube') in an adult female patient who had essure (batch no. 626626,626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included total knee replacement. Concomitant products included hydrochlorothiazide;losartan potassium (losartan hct) since 2008 and potassium since 2008 for blood pressure high. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced abdominal pain ("abdominal area pain") and back pain ("lower back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormally heavy bleeding"), abdominal pain lower ("cramping") and anaemia ("anemia"). The patient was treated with surgery ((hysterectomy/bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, abdominal pain lower, abdominal pain and back pain outcome was unknown and the anaemia was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: received treatment for menorrhagia, anemia, cramping, fallopian tube perforation right tube was 8lented with the essure system. Left tube had a malfunction of the system not releasing the spring so a second unit was utilized to stent the tube without difficulty diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: bilateral tubal blockage. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received: case become incident previously added injury nos was replaced with fallopian tube perforation and new events: menorrhagia, abdominal pain lower, abdominal pain, anemia, back pain,were added. Reporter, lot number, lab data, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.